Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this lead was used for left ventricular (lv) lead implantation and the pocket was closed without any problems. However, post operative, lead dislodgement was discovered and confirmed through fluoroscopy. This lead was surgically explanted, and a new lead was used. No additional adverse patient effects were reported.